Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with tissue pad partially detached but with evidence of the tissue pad material in the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, part of the tissue pad fell off during the procedure. The broke piece did not fall into the patient's body. Changed another one to complete the procedure. There were no adverse patient consequences.